Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite¿ vented vial access device clogged during use. No patient impact reported. The following information was provided by the initial reporter, translated from german to english: the adapter was blocked, no liquid could be taken in and out of the ampoule. The adapter was then removed and reattached with a needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 02-aug-2022 h6: investigation summary one (B)(4)sample from lot 212023 was received without packaging for investigation. The sample was received without the medication vial and attached to a 5ml bd luer-lock syringe. The (B)(4)sample was subjected to functional testing using a 50ml bd plastipak syringe; no occlusions were observed throughout testing. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records for lot 212023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that bd smartsite¿ vented vial access device clogged during use. No patient impact reported. The following information was provided by the initial reporter, translated from german to english: the adapter was blocked, no liquid could be taken in and out of the ampoule. The adapter was then removed and reattached with a needle.